Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead presented for a device upgrade. During the procedure, when the lead was connected to the new device, the lead and non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of less than 10 ohms up to greater than 200 ohms. The physician was going to replace the rv lead. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The lead remains in service.